Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device remains in the patient and was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. A possible cause of this type of event may be a reaction of the patient to the material(s) implanted or used during the implant procedure. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to materials must be considered prior to implantation.

Event description:
It was reported by the sales rep that he was contacted by the facility to get samples of the two implants that were used in a rotator cuff repair approx. 6 months ago. Per the surgeon, the patient is showing excessive inflammation. Additional information obtained (B)(6) 2018: doctor reported to the sales rep that the patient did not present for their most recent schedule appointment for testing. Additionally the doctor's office has been trying to get in contact with the patient for three weeks to no avail. Per doctor they are unsure if the patient is still having problems or what future plans there are for treatment.